Event description:
Patient use fixodent starting in 1986 until now. I began experiencing tingling and numbness in my right hand and down my right leg. Dose or amount: denture cream, frequency: once daily, route: oral. Dates of use: 1986 to 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.